Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a right common illiac interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. A second proglide device was deployed and the patient was taken off of the table because it was thought that closure was successful; however, the patient began to complain of right leg numbness. The nurse was unable to get a pile or doppler; therefore, the patient was put back in the room for another angiogram which showed the right common femoral artery completely closed off. The second proglide seemed to have picked up the posterior wall of the vessel suturing the femoral artery closed. The left common femoral artery was accessed, a wire was passed contralaterally through the sutured vessel, and was ballooned to open the suture. There was what appeared to be a dissection remaining in the right common femoral artery where the proglide suture was. No treatment was performed for the dissection as the physician decided it would get better without further intervention. The patient regained feeling in their leg and blood flow was restored. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.